Manufacturer narrative:
Section h6 medical device problem code: "1487 device difficult to setup or prepare" corrected to "2993 adverse event without identified device or use problem". No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported bleeding between the pump and the apical cuff was confirmed through the submitted video; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that after the pump was inserted, engaged, and locked fully in the apical ring, bleeding was seen between the apical ring and the pump. Sutures were added to stop the bleeding, but the bleeding continued. There was no tissue obstructing the apical cuff locking mechanism. The pump lock was opened and a thumb was placed in the ventricle, which stopped the bleeding. The apical cuff was engaged again, the bleeding resumed. The pump was rotated a quarter rotation, and the bleeding was observed from another position. The bleeding subsided and the procedure continued. The chest was closed.